Event description:
Amalgam capsules shrink unreasonably compared to other products when placed in teeth. Pts have experienced post-op sensitivity. It is brittle and cannot withstand the force of mastication. For subject material 1995 acquisitions (18 contract deliveries) there was only one isolated complaint due to packaging and shipping overseas. On numerous previous acquisitions in 1993-94 (stock expended) there were only 2 other complaints. Facility was advised by the industry that the zinc element promotes smoother carving (without zinc it is more crunchy). The following product information was supplied by MFR for facility quality assurance date files: "as with all alloys, if item is stored for a long period in an unusually hot and humid environment, the alloy may require an increased trituration time. This increased trituration time counters the oxidation on the alloy caused be excessive heat and humidity. They perform shelf-life tests. They test their amalgam to determine any variance in set time and/or plasticity. The item is mfg in two set times: fast (3.75 - 4.15 minutes) and regular (4.75 - 5.15 minutes), zinc containing only."